Event description:
Approximately fourteen months post implantation, it was reported that the patient experienced low flow estimates. A computerized tomography (CT) scan revealed an occlusion of the vad outflow graft cannula and on the anastomosis. After observation, the patient's condition worsened with no improvements in flow and the physician decided to exchange the pump using a thoracotomy approach.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was returned for evaluation. The reported event was confirmed via review of controller log files; logs indicated that the power consumption and estimated flow was below normal operating range. Review of the manufacturing documentation confirmed that no manufacturing or design discrepancies contributed to the reported event and that the incident device ((B)(4)) met all requirements prior to device release. Analysis of the device revealed that the device met specifications; no visual, dimensional, or functional out of specification was noted during failure analysis. An independent pathological analysis of (B)(4) revealed no evidence of thrombus within the pump and no indication of abnormal wear of the impeller or on the pump housing surfaces. Post-explant evaluation analysis did not reveal any conditions that could have caused or contributed to the reported event. The device malfunction was not confirmed; there is no evidence to suggest that the device caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with inadequate flow rate may be attributed to an occlusion. The cause of the reported event could not be conclusively determined; a possible root cause is an occlusion of the outflow graft as described in the event details or right heart failure. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and reoperation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.